Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromise force sensor. The customer stated that there were some compromise sensor force alarm in the alarm history. The customer's blood glucose is normal, didn't require medical treatment.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive support disk. We were unable to perform prime test due to loose drive support disk. The insulin pump was received cracked case at display window corner, cracked reservoir tube lip and broken belt clip slot.